Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23mg/dl. Cause was not known. Reportedly, the customer lost consciousness. Subsequently, the customer's wife called an ambulance and the ambulance personnel were able to stabilize the customer's bg. No additional information was able to be obtained regarding the assistance provided. Technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.